Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer stated the motor error alarm was followed by a low battery alarm and then the insulin pump would not turn back on. The customer's blood glucose was not known. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. Customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. Unable to perform the displacement test due to motor error. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.